Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported having ¿continual problems with the sensors.¿ customer stated ¿at most, they last 6 days the last sensor lasted 3 days. I put it on saturday, and it stopped working yesterday around 1 pm. I had to wait until I got home and then my sugars were in the 300s.¿ no patient consequences were reported. Adc customer service contacted the customer, and no further event information was provided. Based on the information provided, there was no report of serious injury associated with this event.